Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced difficulty plugging the usb cable into the usb port in order to charge the pump. Reportedly, there was something observed to be blocking usb port. Customer¿s blood glucose level was 94 mg/dl. The customer reverted to an alternate method of insulin therapy.